Event description:
While troubleshooting a reaction vessel jam on the architect i2000sr analyzer, the customer removed both the reaction vessel hopper and stat pressure monitor board. When the pressure monitor board was placed back onto the analyzer, visible smoke was observed. The customer stated that when they placed the board back onto the analyzer, they had incorrectly connected the cables to the board. This caused a blown chip on the circuit board. An abbott field service representative (fsr) was dispatched and replaced the pressure monitor board. The complaint text states that no one was injured as a result of the smoke.

Manufacturer narrative:
The risk reduction for safety hazards on (B)(4) diagnostic equipment and accessories memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, spread of fire from the equipment, and liberated gases, explosion and implosion. The architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. A review of complaint tracking and trending identified no adverse or nonstatistical trends related to this issue. Based on the available information, a deficiency in the system was not identified. (B)(4) (no consequences or impact to patient) (B)(4) (smoking).